Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead exhibited extra cardiac stimulation. An x-ray was performed, and it was discovered that the lead tip was in the pocket. The lead was explanted and replaced. The patient was discharged.